Event description:
The customer reported that during first time use of this suture hook in a shoulder procedure, the tip broke off in the patient's joint. The surgeon retrieved the tip without injury to the patient and with minimal surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this suture hook for evaluation, and confirmed the reported problem. A visual examination found the tip detached from the suture hook, and no damage to other components. The detached portion was not returned. The causes for this failure mode are addressed in the information for use (IFU): the IFU provides the following user information: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Instructions for use: prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked.)